Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction suspected.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that the patient¿s infection was not device related. Sign of infection was redness. Antibiotics were prescribed. The patient was reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.